Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
It was reported that the infusion set was leaking at the headset. The customer noticed the issue due to the adhesive plaster being wet and due to having hyperglycemia with blood glucose levels between 245 mg/dl and 280 mg/dl. She further stated that the cannula was bent upon removal.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product was discarded.